Event description:
This is an international report where a doctor reported that the transfer set was broken while the home patient's (hp) family helped the hp with therapy. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). One used set with cap on dark blue connector and no cap on patient connector in reference to damaged was received. Functionally hand tightened a lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with no leak noted during clamp function and no tubing leak noted. The set was visually inspected and chipping/flaking of the light blue body was noted. The complaint was confirmed in the lab for damaged. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The root cause is undetermined.